Manufacturer narrative:
Device manufacture date for add'l lots involved in this event: af2c41; manufacture date: 06/19/2007. Af2c42; manufacture date: 08/08/2007. Af3s26; manufacture date: 01/16/2009.

Event description:
It was reported that, "inaccuracies between resection level/depth set on block and actual resection depth. Multiple instances where resection depth is greater than what's indicated on instruments used in conjunction with cat# 6541-5-629."